Manufacturer narrative:
(B)(4). Investigation: the pre-procedure platelet count was not run at the customer site but was documented in the patient's doctor's notes. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported a therapeutic plasma exchange procedure in which there was a decrease greater than 100k in platelet count post-procedure. Patient weight is not available at this time. No medical intervention was required for this event. The patient was stable post-procedure. Since the event, the customer has completed three additional procedures on the same patient without significant platelet loss. The disposable set is not available to be returned for investigation. This report is being filed due to insufficient information at this time to determine if a malfunction occurred.